Manufacturer narrative:
Concomitant products: product ID: 978a128, lot#: va2e10w, product type: lead. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 08-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. . It was reported that the patient had  pain at the site, they were having muscle ache/soreness in their lower back and bilateral upper thighs, they were wondering if it was secondary to their device. It was reported that intervention had occurred and the issue was not resolved.  Medications and treatments had been administered. The patient was instructed to turn their device off to see if the pain improved. After 2 days, the pain did seem to improve, they were going to turn it back on to see if the pain returned. It was reported this was possible related to the lead.

Manufacturer narrative:
Concomitant products: product ID: 978a128, lot#: va2e10w, product type: lead. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 08-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. . It was reported that the patient had  pain at the site, they were having muscle ache/soreness in their lower back and bilateral upper thighs, they were wondering if it was secondary to their device. It was reported that intervention had occurred and the issue was not resolved.  Medications and treatments had been administered. The patient was instructed to turn their device off to see if the pain improved. After 2 days, the pain did seem to improve, they were going to turn it back on to see if the pain returned. It was reported this was possible related to the lead.

Event description:
They reported that the issue has been resolved as of 2022-mar-10.

Manufacturer narrative:
Continuation of d10: product ID 978a128 lot# va2e10w: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a clinical study and healthcare professional (hcp). They reported that on (B)(6) 2022, the patient continued to have their device turned off but they stated that their back and leg discomfort continued to come and go, so they did not believe the device is what was causing the pain. The device had been turned off and the pt initially reported improvement in pain. But on (B)(6) 2022, the patient stated that the discomfort in their lower back and bilateral thighs returned. The patient called on (B)(6) 2022 to inform the hcp that they had turned their device back on (B)(6) 2022. Their amp was set at 2.3 and they had significant painful stimulation when the device was turned back on. They immediately decreased the amplitude and changed the program to 1 at 0.4. The shock of the stimulation had subsided, but the patient continued to have intermittent lower back and thigh discomfort. On (B)(6) 2022 it was reported that the issue was possibly due to therapy.